Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and thereafter, experienced another cardiovascular event subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event of two events reported for the same pt involving three separate products; associated MDR# 2937457-2013-00328, 00329, 1225714-2013-03300, 03302, 03303.